Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced constant pain at the ipg site whether stimulation was on or off. The ipg site pain was also causing extra back pain. The patient underwent an ipg explant procedure and the explanted device was kept by the medical facility.